Event description:
It was reported that partial deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10.0-24 carotid wallstent self-expanding stent was selected for use. During the procedure, the stent was deployed, however remained loose. When the delivery system was attempted to be withdrawn, it was noted that the stent was being caught between the delivery system and non-boston scientific guide catheter. The stent was removed partially deployed and was successfully replaced. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A carotid device was returned for analysis. Visual and tactile inspection revealed no abnormalities with the catheter or delivery system. The device was received with the stent already deployed however, the deployed stent itself was not returned for evaluation. No defects were observed in the stent holder or stent cup.

Event description:
It was reported that partial deployment occurred. The 80%stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10.0-24 carotid wallstent self-expanding stent was selected for use. During the procedure, the stent was deployed, however remained loose. When the delivery system was attempted to be withdrawn, it was noted that the stent was being caught between the delivery system and non-boston scientific guide catheter. The stent was removed partially deployed and was successfully replaced. The procedure was completed with a different device. There were no patient complications as a result of this event.